Event description:
Voluntary medwatch received states possible intermittent atrial undersensing on stored egm with falsely classified termination of ongoing atrial arrhythmia.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155371.